Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed and this complaint would be updated upon analysis completion.

Event description:
It was reported that right ventricular (rv) lead exhibited high pacing threshold. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm high-capture-threshold based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Also, dislodgement was not confirmed as visual inspection found no evidence to support this allegation. Further, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect or anomaly outside the bounds of normal medical use.

Event description:
It was reported that right ventricular (rv) lead exhibited high pacing threshold. The lead was explanted and replaced. No additional adverse patient effects were reported. Additional information indicated that the lead was dislodged.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem.

Event description:
It was reported that right ventricular (rv) lead exhibited high pacing threshold. The lead was explanted and replaced. No additional adverse patient effects were reported. Additional information indicated that the lead was dislodged.